Event description:
Healthcare professional reported "pain and exchange from textured to smooth devices due to the patient¿s concern with the product". Healthcare professional later reported "patient came for consult complaining of capsular contracture. [Patient] has recalled textured implants". Additionally, healthcare professional reported "[patient] had bilateral capsular contracture and recalled textured implants, baker grade was 3". Affected side is left. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Healthcare professional reported "pain and exchange from textured to smooth devices due to the patient¿s concern with the product". Healthcare professional later reported "patient came for consult complaining of capsular contracture. [Patient] has recalled textured implants". Additionally, healthcare professional reported "[patient] had bilateral capsular contracture and recalled textured implants, baker grade was 3". Affected side is left. The device has been explanted and replaced.